Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified upper limb. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated up to 10atm at first inflation for about 5 seconds. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and there is no problem with the patient's condition after the procedure.